Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose levels (30-64 mg/dl). Customer was woken up and fell against a dresser causing their hand to become bruised. Emergency services were called, and customer was taken to the emergency room. Customer was treated with glucagon injections, and was in the emergency room for approximately 2 hours. Customer's health care professional recommended their basal rate from 12am to 3am be adjusted. Tandem technical support guided the customer through adjusting their basal rate settings.